Event description:
Reported event of reflux, "...epigastric pain when ingesting liquids and solid food approximately 28 months post banding", malposition, gastric pouch dilatation, slipped band, lower abdominal pain, constipation, once monthly "sharp abdominal pain", "...multiple urinary tract yeast infections...", abdominal cramping, diminished appetite, and "...mild tenderness in the right lower abdominal quadrant and suprapubic region" from journal article "gastric adjustable band as a retained foreign object: a case report", bariatric surgical practice and pt care, vol.8, no. 4, 2013.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Band slippage, pouch dilation, reflux, abdominal pain, and urinary tract infection, are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.